Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the main board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the device exhibited an error code alarm message. Per the reporter, the patient kept silencing the alarms at 12:30am. The patient presented to the clinic and could not get the pump to restart. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.